Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. The lead was tested in clinic and the shock impedances were back to within normal expectations. This lead remains in service. No adverse patient effects were reported.